Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05924 and manufacturer report # 3005099803-2012-05925 address these devices. It was reported to boston scientific corporation that two captivator snares were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, when the physician attempted to apply cautery, the first device (mr#3005099803-2012-05924) failed to transmit current. There was no indication that cautery was working since no blanching was observed. It was reported that the polyp was large, but not of an unusual size. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. This happened with a second snare as well (mr# 3005099803-2012-05925). The procedure was completed using a third captivator snare. There were no patient complications as a result of this event, and the patient was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore an analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.